Event description:
It was reported the surgeon revised a broken triathlon tibial insert which had been implanted 8 years earlier.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed based on photographs method & results -product evaluation and results: visual inspection: the reported device was not returned however photograph was provided for review. Photograph of the insert showed extensive damage with evidence of fracture and blood spots can be observed on the device. Dimensional, functional and material analysis could not be performed as the device was not returned. -clinician review: insufficient information was provided to support a medical review. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was confirmed based on photographs. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported the surgeon revised a broken triathlon tibial insert which had been implanted 8 years earlier.